Event description:
Reporter indicated a vns therapy patient's generator could not be interrogated to disable for an MRI. The patient's generator was turned off 5 years ago due to side effects, but the side effects are unknown to date. The patient was implanted 10 years ago and current programming and diagnostic history is currently unavailable; therefore, a battery life calculation could not be performed to rule out normal end of service. Good faith attempts to obtain additional information have been unsuccessful to date.